Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the hospital due to multiple ongoing occlusion alarms. The customer's blood glucose level ranged from 499-500 with trace ketones. A bolus was delivered to address bg level. The customer reverted to an alternate method of insulin therapy. No additional information was provided. The contact declined to troubleshoot with tandem technical support.